Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an anterior cervical fusion treatment for cervical myelopathy, when inserting four screws into the plate, the locking features for some screws did not work. The screws were removed and reinserted, but the screws would not lock. Another plate was used to complete the procedure. There was a sixty minute surgical delay. Concomitant device reported: screws: spine-us (part number unknown, lot number unknown, quantity unknown), pins (part number unknown, lot unknown, quantity 1). This report involves one (1) ti vectra(tm) plate 1 level/20mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: the returned item was received on september, 2nd, 2020 not in its original packaging. Information etched on it matches to complaint system and DHR. The returned plate is visually damaged post production, but there is no evidence of visual non-conformance manufacturing related. For further details refer to "(B)(4) manufacturing complaint investigation form attachment 1.pdf". Functional test: the functionality of the returned item can not be tested due to the extensive post production damage of the clips inside the holes. Functionality was tested at the time of manufacturing with the 100% functional check of the clips performed at assembling process according procedure sm_705009 rev ad and no functionality defect or deficiency have been reported. The correct functionality is confirmed also by the re-inspection of the dimensional features relevant for the complaint condition . Dimensional inspection: the returned parts were reinspected for all the features relevant to the complaint condition. The measurable features have been found conforming to manufacturing specifications. For more details refer to attachment "(B)(4)_manufacturing complaint investigation form_attachment 1. Pdf". Drawing/specification review: the involved items have been manufactured and then released in sept 2015 according drawing valid from 11 apr 2005. No non-conformances or document change have been identified which may be related to the complaint condition. Summary: complaint condition replication cannot be confirmed because the functionality of the returned item cannot be tested due to the extensive post production damage of the clips inside the holes. Functionality was tested at the time of manufacturing with the 100% functional check of the clips performed at assembling process according procedure and no functionality defect or deficiency have been reported. However, due the visible damages on the device the complaint will be rated as confirmed. As per selected investigation flow from, the investigations performed didn't identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history: part: 04.613.020s; lot: 9775396; manufacturing site: selzach; supplier: früh verpackungstechnik ag; release to warehouse date: 23 dec 2015; expiry date: 01 dec 2025. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.613.020; lot: 9657062; manufacturing site: mezzovico; release to warehouse date: 29 sep 2015. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.